Manufacturer narrative:
A complete lead was returned in five pieces with helix retracted and clogged with blood. After cleaning and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion consistent with friction to another device or feature of the heart found at the distal region of the lead breaching the outer insulation and exposing the outer coil.

Event description:
Related manufacturer reference number: 2017865-2021-27016. Related manufacturer reference number: 2017865-2021-27017. It was reported that the right ventricular lead exhibited multiple high ventricular rate episodes for lead noise/artifact. During extraction of the right ventricular lead, the atrial lead was dislodged and was explanted as well. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is performed. Patient was stable before during and after the procedure.